Event description:
The pump was returned for investigation. Investigation revealed that display is dim and pink, a crack in the battery compartment and contamination under all key contacts. This report is made based on results of investigation completed on 01/02/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: evaluation revealed that the keypad cover is lifting up around the bottom of keypad. All of the keypad buttons are responsive. Removed keypad cover to check the condition of all key contacts and contamination is visible under all of key contacts. The display screen also has a dim pink and fading text. The battery compartment has a cracked near the pump case seal. (B)(6).